Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
"I went to the periodontist a few years ago. I have gum disease. I lost gum and bones. They assumed that the braces was one of the causes. I don't want to wear it. I need to do crafting but I don't have $10k - $15k for the surgery."

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.